Event description:
It was reported prior to implant that the implantable pulse generator (ipg) had a power on reset (por). The ipg was cleared and reprogrammed. The device was then implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.